Event description:
The patient was scheduled for an aortic valve replacement. The valve placed one year earlier was found to have curling edges. It is unknown as to whether or not this was due to the valve or natural vegetation growth. Manufacturer response for aortic heart valve, perimount carpentier edwards (per site reporter). We reported it to the rep. He indicated they would send an explant kit. As of today, we have not received this.